Manufacturer narrative:
B5: additional information: the reporter states, the reason for the lens replacement was "low arch and high". The patient was concerned with the risk of surgery. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+4.0/087 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size different model lens due to low vault. Reference MFR file# (B)(4) for replacement lens. The cause of the event is reported as unknown.